Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the but the plunger did not come out any further because the rear haptic got caught in the plunger during implantation. The lens was took out by a second instrument and implanted it. Fortunately, the procedure was completed and there was no patient harm. Additional information was requested.

Manufacturer narrative:
Video shows iol (intraocular lens) implantation with company device. Correct amount of ovd (ophthalmic viscosurgical device) is filled in the device. The lens is advanced at the pause location and appears to be in the correct position for the implantation. The lens is advanced into the anterior chamber but the plunger is observed to be advanced only into the nozzle tip. The trailing haptic is observed to be caught in the nozzle tip. The lens is released with additional instrumentation and pushed fully through the incision. Based on our observation of the attached photo, the plunger was not fully advanced; which caused the trailing haptic to become stuck in the device. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).